Event description:
Customer reported experiencing recent low and high blood glucose values. During troubleshooting it was discovered that the customer had the incorrect time and date set on the pump; it was advised that this was the likely cause of the inappropriate highs and lows. Customer reported a current blood glucose value of 49 mg/dl and having gone as high as 300 mg/dl. Customer treated the low with oatmeal. Customer was advised to speak with her health care professional about the situation. Time and date were adjusted during the call with the assistance of the helpline. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.